Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3179643 d4. Medical device expiration date: 31-may-2024 h4. Device manufacture date: 12-jul-23 d4. Medical device lot #: 3273763 d4. Medical device expiration date: 30-sep-24 h4. Device manufacture date: 17-oct-23 d4. Medical device lot #: 3059232 d4. Medical device expiration date: 29-feb-24 h4. Device manufacture date: 12-apr-23 d4. Medical device lot #: 3119643 d4. Medical device expiration date: 30-apr-24 h4. Device manufacture date: 24-may-23 e.1. Initial reporter phone number: (B)(4). B.3. Date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 464 bd vacutainer® sst blood collection tubes had air bubbles in the gel. - lot 3059229: 83 tubes - lot 3179643: 301 tubes - lot 3273763: 5 tubes - lot 3059232: 37 tubes - lot 3119643: 38 tubes there was no report of patient impact.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: b.5. Describe event or problem: it was reported that two bd vacutainer® sst blood collection tubes had air bubbles in the gel. There was no report of patient impact. Only one lot affected instead of the initially reported 5. D.4. Medical device lot #: 3273763. D.4. Medical device expiration date: 2024-09-30. H.4. Device manufacture date: 2023-10-17. D.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 14-mar-2024. H.6. Investigation summary: bd received samples for investigation. The samples were evaluated by visual examination and the indicated failure mode of gel air bubbles with the incident lot was observed. Additionally, two hundred (200)retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was observed in two tubes. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that two bd vacutainer® sst blood collection tubes had air bubbles in the gel. There was no report of patient impact.